Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral catalog#: ni lot#: ni; unknown tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately two weeks post-implantation after it was noted that a tibial tray that needed cement was implanted without cement. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause is attributed to a failure to follow instructions for not using cement. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b4; b5; b6; b7; d2; d10; g1; g3; g6; h1; h2; h6. D10: 42508606801 - cruciate retaining left size 10 pps standard femur - 65969114. 42512100910 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes g-h/cr femur sizes 8-11 - 65842613. 42540200035 - all-poly patella cemented 35 mm diameter - 66122130. 600-15-000 - cobalt hv bone cement 40g - 313d1d0103. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, after being discharged from the hospital, the patient experienced increased pain and swelling. The surgeon was contacted and informed that a cemented tibia had been used instead of a press-fit tibial component. The patient was revised approximately 16 days post-op. All components were removed, and new cemented components were placed. Attempts have been made and all available information has been provided.